Manufacturer narrative:
Device eval summary: device eval of belt (B)(4) has been completed. The reported problem (damaged wires on belt) has been confirmed. Upon inspection, the electrode belt was found to have the connector pins bent. The electrode belt connector pins did not successfully mate with the connector. The root cause of the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. The connector housing was also broken. The root cause of the broken connector housing was likely a result of excessive force. No adverse event resulted from the bent connector pins or broken connector housing. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt called in to zoll lifecor customer support to report that the wires are damaged on his electrode belt. The pt received a replacement electrode belt.